Event description:
New information received notes that the lv lead was dislodged and pulled back to the svc via fluoroscopy. Loss of capture was notes on the new lv lead most likely due to significant scarring. The new lead was repositioned for acceptable capture threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02170. It was reported that when the patient presented in clinic, high capture threshold was observed on the left ventricular (lv) lead. The patient did not experience any symptoms. The physician could not explant the lead since it was stuck near the area of the superior vena cava (svc). The lead was capped and replaced on (B)(6) 2020. After the new lv lead was implanted, high capture threshold was noted again on the new lead. Programming change was made. The patient was stable and discharged in the next day.